Event description:
Customer reportedly tested 37mg/dl and although the customer states they felt no hypoglycemic symptoms, took glucose gel. Customer reports that approximately 30-40 minutes later, the device read her blood glucose ate 168mg/dl and within 10 minutes 94mg/dl on the same device. Customer reportedly ate after the final result. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.